Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation, cells and high flare levels of 22. Additional information was received describing that the "inflammation was not so bad, but the flare level is high." A steroid was prescribed.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient's symptoms are improving.

Manufacturer narrative:
Evaluation summary: based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that cells in the anterior chamber became worse one week after surgery with blurry vision and a high flare level. There was no bacterium inspection performed. The patient was treated with steroid, antibiotics and non-steroidal anti-inflammatory medication. There was no surgical treatment. The surgeon does not know if the event is infectious or non-infectious.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols.evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been four other similar complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: 2015-22142

Event description:
Additional information was received, which indicates that approximately six weeks postoperative, the patient problem is aseptic endophthalmitis and the patient has not recovered. The patient has reported seeing something like air bubble. Probably myodesopsia. Flare cell meter is dropping. The following week the patient experience blurred vision. The flare cell meter has been stable. Stopped antibiotic. Changed steroid medication.

Manufacturer narrative:
(B)(4).